Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system console kit was selected for use. It was noted that it was difficult to adjust the rotation speed in the console. No patient involvement were reported.